Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 8358948. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Unfortunately a sample could not be obtained for evaluation and testing. Without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Investigation conclusion: unfortunately a sample could not be obtained for evaluation and testing. Root cause description: without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that loose tubing was found with a bd intima-ii¿ closed IV catheter system. The following information was provided by the initial reporter, "when draining with the indwelling needle for the patient, it was found that the indwelling needle clamp was not closed tightly, and there was leakage."